Event description:
The customer reported that he was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 1121 mg/dl. The customer experienced diarrhea and vomiting. The customer also had high potassium levels. Troubleshooting was performed, and the insulin pump was programmed correctly except for the basal rates. The customer was unable to read all of the settings due to scratches on the screen. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.